Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (component code, type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as broken cannula. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
When did it occur? During use. Needle injury: no. Other treatment: no. Were the returned items used? Yes. If used, was anything adhered to it? Serum insulin. Returned quantity: (B)(4) units. Details of the event (timeline, history, etc.): when the pen was attached and tested, no solution came out. Batch # unknown.